Event description:
As reported, in late 2008, this pt underwent endovascular repair and abdominal aortic aneurysm using gore excluder aaa endoprostheses. After several unsuccessful attempts to cannulate the contralateral gate of the trunk ipsilateral leg component, the pt was converted to an unplanned aorto uni-iliac procedure. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.